Event description:
Caller reported cartridge alarm during loading process. There was no adverse impact to the customer's blood glucose level. Customer was able to successfully reload existing cartridge with assistance from technical support and resumed insulin therapy, resolving the issue.